Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the eversense cgm system performed as designed as the patient indicated the device did provide low glucose alerts for both hypoglycemia events she experienced.no remedial action/corrective action/preventive action/field safety corrective action is required in this case as the device performed as designed and is not defective.the patient has not reported any serious injuries, did not require medication attention as she self-treated her symptoms and reported to be doing fine. The device performed as designed alerting the patient of her low glucose levels.

Event description:
Senseonics was made aware of an instance wherein a patient using eversense cgm system went through two hypoglycemia events at 7:36am and 8:06am. The patient reported that the eversense cgm system did provide an alerts for low glucose during both hypoglycemia events. The patient did not require medical attention and treated her symptoms by eating.